Event description:
Health care professional reported pericardial patch was abandoned due to white material floating in the jar. The patch was never used for implant purposes - no pt consequences were reported. The product was returned for analysis.